Event description:
It was reported that the patient's "sensor" couldn't be recharged, though it was unclear if this referred to the medtronic stimulator, the restore sensor. It was stated that the "sensor and antenna positions were correct." Eight empty black boxes were seen during the charging process. It was stated that the position arrow diagram was max 54, though it was unclear if this referred to the antenna locate function. The battery status from the "sensor" showed it was ¼ charged. It was noted that the patient's wound was unhealed, but was "going well." It was notated that there was no harm, injury, or death. About three months later, it was reported that the "sensor" was replaced and the recharger and "sensor" were working correctly. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger. (B)(4).